Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, post-paced t- wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes will be made. Patient will continue to be monitored.